Event description:
The patient reported that she experienced blood glucose (bg) of 1.8mmol/l on (B)(6) 2011 and 2.6mmol/l on (B)(6) 2011; she did not report symptoms of hypoglycemia and successfully treated herself with oral carbohydrates. The patient alleged that cause of the low bg was bolus deliveries from the pump without any button presses. At the same time the patient reported that the rubber keypad was torn around the okay button. She said that she noticed the damage about one month prior to the low bg event; she said that some of her boluses had been cancelled. The patient noted that she delivered the missed portions of the cancelled boluses and continued to use the pump despite the damage and alleged malfunction. This complaint is being reported because the patient alleged that a pump malfunction contributed to a hypoglycemic event.

Manufacturer narrative:
Follow-up # 2 11/29/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 11/09/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad was observed to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be miscolored and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that the patient was aware of the keypad damage and change in button responsiveness yet continued to use the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.